Manufacturer narrative:
The investigation of placement signal issue has been completed. The root cause of the optical signal issue was not determined since no issue was found on returned product and data log were not provided to review the case run activities.

Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and experienced placement signal issues resulting in replacement of the device. During the catheterization it was discovered that the graft to the ostial main and graft to the right posterior descending artery were down. Upon insertion of the impella, the pressure measurements appeared distorted, as well as the waveforms. The physician attempted to try to reposition the impella inside of the left ventricle to see if that would help. However, the numbers became more distorted, and the left ventricle waveform disappeared. Despite troubleshooting efforts, the decision was made to remove the impella cp and to place a new one. As pumps were being exchanged, it was observed that the circulator had accidentally hung normal saline instead of dextrose 5 percent in water (d5w). A new d5w bag was hung and the impella was primed with a successful insertion of a new device without issues. There was no harm to the patient as a result of the event.